Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached, some of them were moved and overlapped, and the bands were torn. The suture thread was fully unfolded from the ligator housing, and the ligator housing still had seven bands attached. The suture thread was in good condition and contained all seven knots. The ligator housing teeth were found bent/damaged and the suture hole of the ligator housing showed evidence of suture tension. Also, the returned irrigation tube was in good condition. The handle slot did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had seven bands attached. Some bands were moved, overlapped, and the bands were torn. This suggests that the device could not deploy the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The bent teeth and the suture hole damaged in the ligator housing, along with the evidence that the trip wire was not secured to the handle slot, indicate that an incorrect application of tension to the trip wire at the time of deployment and may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they torn. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on march 28, 2023. During the procedure, the physician had difficulties deploying the bands as the band deployment was not synchronized with the rotation of the handle. The procedure was rescheduled and later completed with another of the same device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter address 2): (B)(6). Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the physician had difficulties deploying the bands as the band deployment was not synchronized with the rotation of the handle. The procedure was rescheduled and later completed with another of the same device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.